Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) advocate stated his wife received blood glucose readings on the contour xt the meter automatically marked as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The advocate was advised to returned the strips for evaluation. Customer received new meter and strips.